Event description:
It was reported that during an unknown procedure the device lost the tissue pad outside the patient during cleaning procedure. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The tissue pad was not detached as reported. The device was tested with both generators and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.